Event description:
This report is to advise of a displaced electrode that was noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 2 displayed intermittent resistance values during electrical testing. Further testing indicated the ring was displaced distally from its intended location on the shaft. The ring was removed and the weld showed no visual anomalies. The electrode outer diameter value was analyzed and met specifications, with no visual damage noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shifted electrode 2 ring remains unknown.